Event description:
Surgery suite utilizing a smith and nephew go flow pump tubing and during surgery, the nurse noted a dripping from the tubing. Upon inspection of the tubing it was noted that there was a small hole in the rfid sensor of the tubing. Smith and nephew.